Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an initial power up error occurred. The power management board needs to be replaced to resolve the issue. No repairs were performed. The unit has been scrapped.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an initial power up error occurred. The power management board needs to be replaced to resolve the issue. No repairs were performed. The unit has been scrapped. The original report was incorrectly marked as not complete. The report is complete and the correction has been made.